Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 2.50 x 16 mm drug eluting stent. However, the stent strut edge flared while inside the (rca). Consequently, the stent was never deployed and stent delivery system was removed intact. The procedure was successfully completed using another taxus express2 2.50 x 16 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".